Event description:
It was reported that a new ilet pump user experienced multiple hypoglycemia episodes overnight after an initial post-dinner hyperglycemia that triggered automated correction dosing, followed by additional insulin delivery due to an accidental meal announcement when treating a low with oral glucose and food. Symptoms included hypoglycemia with a low of 54 mg/dl and hyperglycemia with a high of 213 mg/dl. Outcomes included transient hypoglycemia managed at home with oral glucose without escalation of care. Investigation included product use troubleshooting and education regarding appropriate use of meal announcements and treatment of hypoglycemia. Investigation of this case revealed device performance consistent with design and an use-related error in which the user announced a meal while treating a low, prompting additional insulin and subsequent recurrent hypoglycemia; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to meal announcement during hypoglycemia, addressed through education.